Event description:
During surgery for a robotic assisted hysterectomy, the doctor requested an extra large vcare and noticed that the balloon at the end of the device was leaking saline. The vcare was replaced and the surgery was continued.